Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements in the right atrial (ra) lead and undersensing. The involved lead is a non boston scientific product. Additionally, noise was present on all channels, possibly from electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation of the ra lead was recommended due to this patient being pacing dependent. Further information was received that oversensing of myopotential noise on the ra and shock channel were observed resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the patient experienced events with rates in at 120 beats per minute (bpm) with pacing being delivered during the episodes. Ts discussed this patient has inappropriate minute ventilation (mv) sensor response. Reprogramming options were discussed. Additional information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements in the right atrial (ra) lead and undersensing. The involved lead is a non boston scientific product. Additionally, noise was present on all channels, possible from electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation of the ra lead was recommended due to this patient being pacing dependent. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements in the right atrial (ra) lead and undersensing. The involved lead is a non boston scientific product. Additionally, noise was present on all channels, possibly from electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation of the ra lead was recommended due to this patient being pacing dependent. Further information was received that oversensing of myopotential noise on the ra and shock channel were observed resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the patient experienced events with rates in at 120 beats per minute (bpm) with pacing being delivered during the episodes. Ts discussed this patient has inappropriate minute ventilation (mv) sensor response. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.